Event description:
It was reported that the patient's pump was "beeping really funny and she couldn't press any buttons." No error messages were displayed and the issue occurred prior to use on the patient. No serious injury was reported in connection with this incident.